Manufacturer narrative:
Additional information was received with the receipt of the product involved in this complaint. The device is not a cordis manufactured device as it is actually a savvy long pta catheter and not a savvy pta catheter. Therefore, this event does not meet the required criteria for medical device reporting as cordis is not the manufacturer of this product and a serious injury was not reported with this imported product. It has been deemed not reportable. No further reports will be forthcoming.

Manufacturer narrative:
The device is expected to be returned for analysis, however the device has not yet been received. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Please note that catalog # unksavvy435 represents an unknown savvy pta catheter, the actual catalog and lot numbers are unknown.

Event description:
As reported by the contact the balloon was "very hard to remove, shaft necked down and wire wouldn't pass."